Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon reported that he had a cystic duct bile leak when using the device on power level two to transect the cystic duct. It is unknown how the case was completed. The patient was brought back to operating room on post-op day four and a clip was used to close cystic duct. The device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.